Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging patient experienced an elevated blood glucose (bg) of 300-400 mg/dl with symptoms of dehydration (dizzy, lightheaded), nausea, extreme thirst and a moderate level of ketones associated with an alleged call service alarm issue. It was also reported that the patient felt sweaty and ¿sick to their stomach¿. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support determined that call service 64 alarm occurred over 3 times in the last 30 days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged call service alarm issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the pump's black box history showed that there were call service 064 alarms on (B)(6) 2018. The pump performed the prime steps with no issues. The pump was exercised for 24 hours with no alarms observed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was found to be cracked. The display screen was dim and discolored.